Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump was received with minor scratches on lcd window.

Event description:
The mother reported via phone call that the customer received a motor error alarm during a bolus delivery. Customer's blood glucose was 160 mg/dl. The mother could not recall any significant events leading to the alarm. The mother also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.